Event description:
It was reported that the right ventricular (rv) lead had high threshold and increasing impedances that were high and then recently spiked. When the lead was extracted there was calcified fibrous tissue surrounding the lead from the tip to the ring electrode. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data shows an increase for min and max ventricular pace bi impedance = 475 to 4047 ohms peak between (B)(6) 2012. (B)(4) the actual device was not received for evaluation. We did receive performance data. (B)(4) collected from the device and have analyzed the data.(B)(4) impedance - high resistance/impedance. (B)(4) - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data shows an increase for min and max ventricular pace bi impedance = 475 to 4047 ohms peak between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.